Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had migrated from the fallopian tube to the uterus. She underwent a hysterectomy 3 years after insertion. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of the event is unknown. Details on the insertion procedure were not provided. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left coil had migrated from the fallopian tube to the uterus / migration of essure device location of device: endometrial cavity") in an adult female patient who had essure (batch no. B34595 , c90002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia and arthritis. Previously administered products included for birth control: sprintec from november 2008 to november 2016 and errin from november 2008 to november 2016; for allergy: xyzal from october 2008 to january 2011 and singulair from october 2008 to january 2011; for fatigue syndrome: amitriptyline from july 2010 to november 2010; for hyperlipedemia: vytorin from november 2007 to november 2008; for an unreported indication: meloxicam from march 2011 to january 2017, gabapentin in march 2011, phentermine from july 2008 to september 2008 and fexofenadine from june 2007 to september 2008. Concurrent conditions included tendonitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic /pain"), abdominal pain ("abdominal pain"), menorrhagia ("excessivve and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), memory impairment ("memory fog/loss"), pyrexia ("fevers"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, dyspareunia, fatigue, headache, weight increased, abdominal distension, memory impairment and pyrexia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, pyrexia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results: on (B)(6) 2014, hysterosalpingogram test showed, failure to occlude (close) fallopian tubes and malposition of essure device. Physician told no occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Lot number (c90002f) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left coil had migrated from the fallopian tube to the uterus / migration of essure device location of device: endometrial cavity") in a 41-year-old female patient who had essure (batch no. B34595 , c90002f (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, arthritis, gastrointestinal bleeding and migraine headache. Previously administered products included for birth control: sprintec from 2008 to (B)(6) 2016 and errin from 2008 to (B)(6) 2016; for allergy: xyzal from 2008 to (B)(6) 2011 and singulair from 2008 to (B)(6) 2011; for fatigue syndrome: amitriptyline in 2010; for hyperlipedemia: vytorin from 2007 to 2008; for an unreported indication: meloxicam from (B)(6) 2011 to (B)(6) 2017, gabapentin in (B)(6) 2011, phentermine in 2008 and fexofenadine from 2007 to 2008. Concurrent conditions included tendonitis, urinary tract infection, allergy to chemicals, neck pain, flank pain, dysfunctional uterine bleeding, retroverted uterus, joint ache, vaginal delivery (2) and dysplasia. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic /pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), memory impairment ("memory fog/loss") and pyrexia ("fevers"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, dyspareunia, fatigue, headache, weight increased, abdominal distension, memory impairment and pyrexia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, pyrexia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Patient states allergy to dye used in hsg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2014, hysterosalpingogram test showed, failure to occlude (close) fallopian tubes and malposition of essure device. Physician told no occlusion. 2013 : hsg showed malposition of the left coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical problem update. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left coil had migrated from the fallopian tube to the uterus / migration of essure device location of device: endometrial cavity") in an adult female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia and arthritis. Previously administered products included for birth control: sprintec from november 2008 to november 2016 and errin from november 2008 to november 2016; for allergy: xyzal from october 2008 to january 2011 and singulair from october 2008 to january 2011; for fatigue syndrome: amitriptyline from july 2010 to november 2010; for hyperlipedemia: vytorin from november 2007 to november 2008; for an unreported indication: meloxicam from march 2011 to january 2017, gabapentin in march 2011, phentermine from july 2008 to september 2008 and fexofenadine from june 2007 to september 2008. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic /pain"), abdominal pain ("abdominal pain"), menorrhagia ("excessivve and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), memory impairment ("memory fog/loss"), pyrexia ("fevers"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy). Essure was removed on 8-nov-2016. At the time of the report, the device expulsion, abdominal pain, dyspareunia, fatigue, headache, weight increased, abdominal distension, memory impairment and pyrexia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, pyrexia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results: on (B)(6) 2014, hysterosalpingogram test showed, failure to occlude (close) fallopian tubes and malposition of essure device. Physician told no occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received -new event "abnormal bleeding (vaginal), migraines, dysmenorrhea (cramping) " were added. Lot number was added. New reporter were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left coil had migrated from the fallopian tube to the uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("chronic pelvic "), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), memory impairment ("memory fog/loss") and pyrexia ("fevers"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, dyspareunia, fatigue, headache, weight increased, abdominal distension, memory impairment and pyrexia outcome was unknown. The reporter considered device expulsion, pelvic pain, abdominal pain, menorrhagia, dyspareunia, fatigue, headache, weight increased, abdominal distension, memory impairment and pyrexia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil had migrated from the fallopian tube to the uterus. She underwent a hysterectomy 3 years after insertion. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of the event is unknown. Details on the insertion procedure were not provided. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.